Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap2a.240905.003 hardware: pixel 8 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that their blood glucose level rose to 390 mg/dl while patient was wearing the pod between 4 and 24 hours. The pod was found to be leaking, and the cannula had become dislodged from the abdomen and was visibly bent. As treatment a new pod was placed.